Manufacturer narrative:
Follow-up submitted to correct device evaluation as product not returned for evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Corrected d4 for catalog, lot, and UDI #. Updated g1-g2 for follow-up report submitter, g4 for awareness date, g5 for pmi/510(k) #, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.